Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), insomnia ("horrible insomnia/ less sleep"), restlessness ("restless pains"), arthralgia ("joint pain"), migraine ("migraine"), chest pain ("chest pain"), gluten sensitivity ("gluten sensitivity"), coeliac disease ("haven't had the biopsy for celiac disease"), menorrhagia ("periods with clots as big as golf"), dyspareunia ("sex hurts") and menstrual disorder ("abnormal perios"). The patient was treated with surgery (essure removal). Essure was removed in december 2015. At the time of the report, the pelvic pain and menorrhagia had resolved, the fibromyalgia, insomnia, restlessness, gluten sensitivity, coeliac disease, dyspareunia and menstrual disorder outcome was unknown and the arthralgia, migraine and chest pain had not resolved. The reporter considered arthralgia, chest pain, coeliac disease, dyspareunia, fibromyalgia, gluten sensitivity, insomnia, menorrhagia, menstrual disorder, migraine, pelvic pain and restlessness to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: new event abnormal periods was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), insomnia ("horrible insomnia/ less sleep"), restlessness ("restless pains"), arthralgia ("joint pain"), migraine ("migraine"), chest pain ("chest pain"), gluten sensitivity ("gluten sensitivity"), coeliac disease ("haven't had the biopsy for celiac disease"), menorrhagia ("periods with clots as big as golf") and dyspareunia ("sex hurts"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain and menorrhagia had resolved, the fibromyalgia, insomnia, restlessness, gluten sensitivity, coeliac disease and dyspareunia outcome was unknown and the arthralgia, migraine and chest pain had not resolved. The reporter considered arthralgia, chest pain, coeliac disease, dyspareunia, fibromyalgia, gluten sensitivity, insomnia, menorrhagia, migraine, pelvic pain and restlessness to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: case become incident, essure removal done, events: pelvic pain, sex hurts, period with clots added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.